Manufacturer narrative:
There was one malfunction event reported with the abutment having a connection issue. Product was returned for investigation. An examination of the product revealed no deformation or damage was observed. A review of the device history record did not note any nonconformances. So, the conclusion was determined to have been manufactured to specification. The returned product passed ivt test. Therefore, the product functioned as designed. A conclusion may be drawn that the connection was a usage issue in the field. (B)(4)

Event description:
This report provides a summary of one (1) malfunction event. A review of the event involved the product having a connection issue. No patient adverse event was reported. No information regarding patient demographics have been provided.